Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon was using the lcsc5 and shortly after case began, the instrument started to intermittently work. Another device was used to complete the case. There was no consequence to the patient.